Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13e31090 and h13f29019 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Exception summary was reviewed for batch h13f29019 with an exception noted but does not indicate any issues related to the complaint. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. At the time of this report, the patient was still in the hospital. The patient was not yet recovered from peritonitis. No additional information is available. This is report 1 of 2.